Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that her daughter experienced high blood glucose of 500mg/dl. Customer states that blood glucose at morning it was 357mg/dl, then it was 300mg/dl then 450mg/dl and at the end it was 500mg/dl. Troubleshoot was performed and drive support cap was found to be normal. High pressure test was performed and it passed. Customer advised to change entire set, reservoir and treat as per hcp¿s instructions. Insulin pump will not be return for analysis.